Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was presented to the operating room for a lead revision due to a loss of capture. A fluoroscopy revealed there was a kink on the lead near the tip. The lead was explanted and replaced without incident.